Manufacturer narrative:
The device was received deployed. The soft cannula measured the correct full length according to specification, intact on the device and did not appear damaged. Fluid path testing showed that fluid was able to pass out the distal tip of the soft cannula. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the cause of the reported adhesive issue could not be determined.

Event description:
It was reported the patient's blood glucose level (bg) rose to 20 mmol/l (360 mg/dl) while wearing the pod between 5 and 24 hours. The pod reportedly was coming loose from the infusion site (leg), and when removed from the site the cannula appeared to be "snapped." As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the broken cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.